Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: can you please clarify, when the device "could not anastomose" was the device unable to be fired? Staple malformed. Where within the gap setting scale was the orange indicator prior to firing? Yes. If the device was able to be fired, did the device staple? Yes. Was the staple line complete? Yes. Were there any staples missing from the staple line? No. What was the shape of the staples (b-formation, irregular, legs straight)? Irregular. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? Yes. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes. How many counter-clockwise revolutions were used to open the device? Unknown how was it confirmed that the anvil was free from the tissue prior to removing? The device was rotated 90 degrees in both directions to ensure the anvil was free from the tissue. How long was the surgery prolonged by (minutes/hours)? One hour. Were there any patient consequences? If yes, please describe. Stable and left from the hospital.

Event description:
It was reported that during the total gastrectomy, could not anastomose. Another device was used to complete the surgery. The surgery was delayed. There were no patient consequences reported.